Event description:
It was reported that the pt experienced a (B)(6) (no exact organism was described) following the implantation of the device. The device was, thus, removed. The pt was redirected to the physician. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).